Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the unit switched off during cases. The customer didn¿t approve the service request sent for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was switched off during cases. No harm was reported to philips. Philips has started an investigation of this complaint.